Event description:
It was reported that there was noise captured by the device. The noise was not able to be reproduced while the patient was in office. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.